Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported a keypad membrane issue. No patient involvement is noted.

Event description:
The customer reported a keypad membrane issue. No patient involvement is noted.

Manufacturer narrative:
The customer reported issue was confirmed. This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that the root cause of the customer reported issue of keypad membrane issue was due to the frame. Replaced fluid ingress membrane frame a review of the device history record for sn (B)(6) was performed from date of manufacture 07/03/2018 to the present date 10/27/2020 and confirmed that this device was not previously returned for servicing and there were no production failures indicated on the source device. The proximate cause of the customer reported issue was due to wear of the membrane frame.